Event description:
It was reported that prior to use, the o-rings were loose inside the attachment. There was no patient involved in this event. Additional information was received stating that loose bearings were found during evaluation of the device.

Manufacturer narrative:
H3: product analysis: evaluation did not confirm the reported malfunction of loose o-rings. However, it was found that the bearings were loose inside the distal tube. The likely cause of the failure could not be determined. It was also noted that the burr could not be inserted and the attachment could not be run. Additionally, corrosion was observed in the tube and the attachment had vague laser markings. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.